Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. Patient reported decrease in pain control. X-ray confirmed that leads had migrated. There were no known environmental/external/patient factors that may have led or contributed to the issue. X-ray confirmed leads migrated beyond ability to be able to program dtm. Pt was reprogrammed but unable to regain level of decrease pain patient experienced with dtm. Both 977a260 leads were explanted and replaced with a paddle lead. The issue was resolved.